Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test and passed. Share log found loss of connection in log. Performed pairing test with nordic bluetooth device: passed. Tested on transmitter functional tester:the reported event of a loss of connection was confirmed. The root cause could not be determined.